Event description:
Related MFR report number: 2017865-2024-01671. A patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were received. Return documentation indicated that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.